Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The receiver passed the functional test. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.